Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings: evaluation revealed that the pump was returned with the audio tone alarm inoperable. Opened pump- piezo contact alignment failure found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed an audible issue. This report is made based on results of investigation completed on 09/30/2015.